Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 40-398 (mg/dl) and moderate ketones beginning on (B)(6) 2016. Customer administered correction boluses and insulin injections to treat the elevated bg levels, and consumed candy and juice to treat the low bg levels. Contact stated that the customer's health care provider (hcp) had been contacted and instructed the customer to monitor their ketones. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer changed infusion site on (B)(6) 2016, and reportedly, briefly discontinued use of the pump on (B)(6) 2016 because their bg levels were still elevated. Additional system check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Tandem technical support guided the customer through a site change, customer resumed insulin delivery with the pump, and contact indicated that another correction bolus would be delivered to treat bg levels. During follow-up with contact on (B)(6) 2016, it was reported that the customer switched the type of infusion set used, and has not encountered any issues with the new infusion sets. Customer saw their hcp on (B)(6) 2016 who adjusted their basal insulin settings. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.

Manufacturer narrative:
Device was returned, however, no evaluation was performed.